Event description:
It was reported that an ilet user experienced an occlusion alert during insulin therapy with blood glucose around 325¿335 mg/dl, and the event was resolved only after a full supply change that included the connector, tubing, cartridge, and infusion set; the problem was characterized as obstruction of flow associated with the connector/coupler. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of flow and deformation at the connector/coupler consistent with the reported occlusion. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.